Event description:
It was reported that the procedure was cancelled. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. While preparing the catheter, the barcode on the angiojet solent omni could not be read. A second angiojet solent omni was selected for use. However, the same problem occurred. The procedure was cancelled.

Event description:
It was reported that the procedure was cancelled. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. While preparing the catheter, the barcode on the angiojet solent omni could not be read. A second angiojet solent omni was selected for use. However, the same problem occurred. The procedure was cancelled. It was further reported that only local anesthesia was used.

Manufacturer narrative:
Device eval by MFR: returned product consisted of an angiojet solent omni catheter. Inspection of the device revealed no damage or irregularities. The complaint was not confirmed for any pump leaks, set-up issues or alarm messages.